Event description:
It was reported that the ppm (pulses per minute) rate is inaccurate. It gets stuck at 70 and will only go up to 100. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken and contaminated, the ring cover was contaminated and two side bail covers were contaminated and the battery drawer end cap was contaminated.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.